Event description:
It was reported that the patient was experiencing abdominal muscle spasms ten days post cardiac resynchronization therapy defibrillator (crt-d) implant. The patient was seen in the clinic for a device check and phrenic nerve stimulation with right ventricular (rv) lead pacing was noted at high voltage. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: 995ms29, tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.